Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, high threshold was noted on the lv lead and a lead dislodgement was suspected. The lead was reprogrammed and the patient is in stable condition following the procedure.